Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted; the dissector balloon was disengaged from the cannula. No other parts or components were received. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the dissector balloon being disengaged may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair, while trying to remove the balloon after dissection, it disengaged from the opturator and fell off into the patient¿s cavity. They retrieved the dissection balloon by hand and continued on with case. There was no injury caused to the patient and no medical intervention was required.